Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was isolated to an issue inside ECG ¿c¿. An unused pulse wire migrated within the ECG electrode and caused intermittent issues for both ECG ¿b¿ and ECG ¿d¿. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c&d¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.